Manufacturer narrative:
The device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: a review of the black box did not show a time and date reset to default setting. The pump was tested and no time and date reset to default setting was duplicated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the time and date reset to default randomly. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because of a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.